Manufacturer narrative:
Upon receipt from the dentist who possesses the device involved in the MDR event, nakanishi conducted a failure analysis of the returned device that included measurement of the temperature of the operating device. These activities are described in more detail below. Methodology used: nakanishi measured the temperature rise of the returned handpiece. Temperature sensors were first attached to the exterior of the device at various test points (headcap, head, neck). And then, nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the handpiece with water spray and measured the exothermic situation. Nakanishi did not observe an abnormal rise in temperature. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device component(s) involved : nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed dirt and wear in the bearing. The balls of the bearing also have a rough surface. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to contact wear caused by the headcap being accidentally pressed. Dentist mishandling causes depression of the headcap while rotating, which causes contact wear. This will contribute to the handpiece overheating.

Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. On (B)(6) 2012, a patient complained about heat in her mouth while extracting an impacted tooth with nsk ti-max x95. Dentist found overheating in the x95 head and a blister on the patient cheek. The dentist prescribed ointment to the patient. On (B)(6), nakanishi received a phone call about the event from distributor.